Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and she was hospitalized for hyperglycemia. On (B)(6) 2018 in the afternoon, the patient's blood glucose level was approximately 480 mg/dl. The patient had symptoms of nausea and vomiting during the night from (B)(6) 2018 to (B)(6) 2018. At approximately 4:00 a.m. On (B)(6) 2018, the patient's husband contacted the emergency doctor who admitted her into the hospital. The blood glucose result was 497 mg/dl at the hospital. The patient was treated with insulin and an electrolyte solution. The patient was released from the hospital on (B)(6) 2018. The infusion device was requested to be returned for product evaluation.